Manufacturer narrative:
(B)(4): the device was returned for analysis. Evaluation is not complete.no further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. Abnormal pump parameters were reported on (B)(6) 2015 when a nurse observed high pump power readings and an interrogation of the device revealed two events with a decrease in pump speed below the set low speed limit. This was followed by persistent high pump powers over the weekend. A review of the system controller log file was completed by the manufacturer's technical service representative. It was noted that the pump speed recovered quickly after the low speed events and scattered power elevations were captured. The patient was on warfarin at the time of the events. The patient's anticoagulation lab values were not provided. Possible pump thrombosis was suspected and the patient's lactate dehydrogenase level was monitored daily. Due to unspecified signs of hemolysis and the abnormal pump parameters, the patient underwent a pump exchange on (B)(6) 2015.

Manufacturer narrative:
The explanted device was returned for evaluation. A specific cause for the reported hemolysis and a correlation with the returned device could not be conclusively determined. No device-related issues were found during the evaluation of the returned lvad pump. Review of the submitted system controller log file showed that from (B)(6) 2015 to the end of the log file on (B)(6) 2015, several elevations in power were recorded (up to 12.4 watts). All elevations in power correlated with elevations in estimated flow (up to 12 lpm) and were associated with pulsatility index (pi) events. At timestamp (B)(6) 2015 21:37, pump speed momentarily dropped to 4630 rpm below the low speed limit. Pump speed recovered quickly following this event, suggesting that something potentially passed through the pump. In addition, there appeared to be an increase in power/flow values and a downward trend in average pi over the course of the log file. Upon receipt and disassembly of the pump, visual examination of the pump¿s blood contacting surfaces revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No further information is available. The manufacturer is closing its file on this event.